Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two procedures involving one wallflex biliary stent. It was reported to boston scientific corporation on november 10, 2020 that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, resistance was encountered while advancing the delivery system through the scope. The device was removed from the scope and another wallflex biliary uncovered stent was implanted to complete the procedure. Reportedly, later that day, the same non boston scientific scope was reprocessed and was used in a different procedure. During the procedure, a snare was advanced through the scope but resistance was encountered and noted a deployed wallflex biliary stent from the previous procedure was coming out from the distal end of the scope. The physician then removed the scope and pulled the stent out of the scope. Reportedly, the previously advanced wallflex biliary rx uncovered stent was prematurely deployed from the catheter inside the scope during removal and remained in the scope during the reprocessing cleaning process. There were no patient complications reported as a result of this event.